Manufacturer narrative:
Additional information: the investigation of the reported failure mode has been completed. Pump suction/low pump flow: data logs were reviewed and the complications were confirmed. Product was not returned for investigation. Since limited clinical details were provided, data logs were inconclusive, and product wasn't returned for investigation, the cause of the low flows and pump suction couldn't be determined. Device in wrong position: no further details were provided regarding how the pump got out of position. There were no improper position alarms in the available data logs. Product was not returned for investigation. Since limited clinical details were provided, data logs were inconclusive, and product wasn't returned for investigation, the cause of the positioning issue couldn't be determined. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that impella 5.5 while supporting a patient could not go past p5 level without suction. Echocardiogram was done and the impella was pulled back. The impella looked mid-ventricle, but maybe it was against the septum. Waveforms were still decoupled. There was discussion about a new impella because the flows were never good since insertion, and any type of adjustment was not fixing the issue, but the patient continued five more days with impella 5.5 support.